Manufacturer narrative:
The investigation determined that a higher than expected vitros na+ result was obtained from one patient sample using vitros na+ reagent on a vitros 4600 chemistry system. A definitive assignable cause could not be determined. Based on the review of the vitros na+ historical quality control results, the vitros na+ reagent lot was performing as intended in combination with the vitros 4600 system. Following service actions which included replacement of the electrolyte reference metering (erf) module, within run na+ precision test results were acceptable indicating the vitros 4600 system is performing as expected. However, within run vitros na+ precision testing was not performed prior to the service actions, therefore a vitros 4600 system issue cannot be entirely confirmed or ruled out as a cause of the non-reproducible, higher than expected na+ result obtained on (B)(6) 2017. In addition it is unknown if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling may have contributed to this event. It is possible that cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed. The assignable cause is unknown.

Event description:
A customer observed a higher than expected sodium (na+) result from one patient sample using vitros na+ slides tested on a vitros 4600 chemistry system. Vitros na+ result of 194 mmol/l versus expected vitros na+ result of 128 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The non-reproducible, higher than expected na+ result was not reported from the laboratory and there was no allegation of actual patient harm as a result of this event. (B)(4).